Event description:
A customer in singapore notified biomérieux of a false positive cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate when testing with the vitek® 2 ast-p580 test kit (ref 22233, lot 3600987103). ----initial test---- oxsf = pos. Oxacillin: susceptible (modified by aes to resistant). ----repeat test---- oxsf = neg. Oxacillin: susceptible (no modification). Disk diffusion for oxacillin and cefoxitin were performed as alternative methods and both obtained susceptible results, confirming the results from the repeat vitek® 2 analysis. (B)(6) was reported to the physician. There is no indication or report from the laboratory that the initial discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Date of report, 25-oct-2019.

Manufacturer narrative:
An internal biomérieux investigation was performed following a customer in (B)(6) notifying biomérieux of a false positive cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate on initial testing with the vitek® 2 ast-p580 test kit (ref 22233, lot 3600987103), vitek 2 software v08.01. Repeat testing resulted in a negative oxsf result. Disc diffusion was performed as alternative method of analysis and obtained susceptible results. The customer strain was submitted for the investigation. The submitted strain was subcultured and identification confirmed as s. Aureus. A second subculture was performed and testing included ast-p580 cards from the customer's lot (3600987103) and a random lot (3601124103) in duplicate as well as agar dilution (ad) and cefoxitin disc diffusion as the reference methods for ox101n and oxsf01n formulations found on this card. Alere pbp2 was also performed. All four ast-p580 cards tested resulted in negative oxsf tests and susceptible oxacillin (ox) mics = 0.5. Ox ad mic = 0.5, cefoxitin disc diffusion susceptible (23mm) and pbp2a was negative. Vitek 2 cards and reference method are in agreement for oxsf and oxacillin. Ast-p580 lot #3600987103 met final qc release criteria. The lot passed qc performance testing. The vitek 2 cards performed as expected.